Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing cervical fusion. This report captures the following complications: mechanical complication internal orthopedic device/implant/graft, nos (1): patient no (B)(6), female, (B)(6)-year-old underwent posterior c3-7 decompression, c3-t1 fusion with synapse 3.5 instrument (latex allergy) was readmitted due to mechanical complication internal orthopedic device/implant/graft, nos. This report is for a posterior cervical systems (synapse) locking screw. This is report 5 of 20 for (B)(4). Additional complications for this cer are captured on related complaints (B)(4).

Manufacturer narrative:
Additional narrative: (B)(6). Additional product codes: kwp, mnh, nkg. Initial reporter is a synthes employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.